Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed " 1051 run time calibration" failure message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling and functional stress testing without duplicating the malfunction. The device's auto cal valve on the smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.